Event description:
Customer reportedly received result of 23.5 mmol/l on the mobile system and result of 5.8 mmol/l on the compact plus system within 4 minutes of each other. Five minutes later customer tested 5.8 mmol/l on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4) for the suspect device used in the mobile system.